Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and the biosense webster, inc. Product analysis lab observed a spline detached issue. Initially, it was reported that a visualization issue occurred. During the procedure, the device was recognized by the carto but the catheter was not visualized on the carto system. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-jan-2023, observed damage in one of the splines; the internal wires were exposed; the middle of the spline was broken and not returned with the device. The returned condition was assessed as MDR reportable for a spline detached issue. The awareness date for this reportable lab finding was 25-jan-2023.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-jan-2023. The device evaluation was completed on 25-jan-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an electrical test of the device were performed following bwi procedures. Visual analysis revealed damage in one of the splines; the internal wires were exposed; the middle of the spline was broken and not returned with the device. Electrical test could not be performed due to the observed damage. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The visualization issue reported by the customer could not be confirmed. The root cause of the damage observed could be related to the manipulation of the device after procedure; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no findings available. Investigation conclusions: cause not established/ component code: appropriate term/code not available (g07002) were selected as related to the customer¿s reported ¿visualization issue¿ as they were unable to analyze due to product return condition. Investigation findings: mechanical problem identified / investigation conclusions: cause not established / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿spline detached¿ issue. Manufacturer's reference number: (B)(4).